Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager tested the system and found no problems. To address the issue, the tm replaced the eye tracker camera and replaced the eye tracker cet processor circuit board as a preventative measure. The tm also noted that the original eye tracker camera electrical cable was slightly pinched and stressed on the chassis, which supports the conclusion that the camera was faulty. The tm then completed a successful system verification to specification. Conclusion: based on the results of the investigation, the root cause was a faulty eye tracker camera. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: tracking difficulty. An ophthalmic technician reported a 15-second delay occurred during refractive surgery, due to difficulty in tracking one eye. She stated they were able to track the eye and complete the surgery without any further issues. She reported, on authority from the surgeon, that the eye did not experience any harm or injury due to the tracking difficulty.